Manufacturer narrative:
Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: sid (B)(6).

Event description:
The customer reported a false positive architect total b-hcg result for a patient while running on the architect i2000sr analyzer. The following data was provided on (B)(6) 2021 (</= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive): sid (B)(6) = initial hcg = 321.06 miu/ml (positive), repeat = < 1.2 miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g03001. The customer service center specialist (csc) checked instrument logs, over the phone, and suspected a carryover contamination from the preceding sample which had a very high b-hcg concentration when using the architect i2000sr (serial number (B)(6). The csc instructed the customer to clean the sample probe. The cleaning of the arc, probe (ln 08c94-47) resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results since the current complaint. Trending review determined no trends were identified for the arc, probe (ln 08c94-47) and for the analyzer. The device history record identified no non-conformances or deviations for the issue associated with the complaint. Labeling review adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.h. Device manufacturers only = h4 - device mfg date = initial: unknown / updated: 4/19/2019.